Event description:
Reporter indicated that pt who lives in a group home was not given their medication on the evening before event date because pt was lethargic and couldn't swallow. On the morning of the event, a nurse at the group home found the pt unresponsive, eyes pin-point, unable to obtain a pulse, and nails and lips blue. The nurse took the pt out of their wheelchair and when she tilted their chin she was able to notice the pt's breathing was very shallow. Paramedics took the pt to the emergency room. Pt was sent home the same afternoon. Three days later, the same symptoms again occurred. Pt was taken to a different hospital emergency room and it was reported to take about an hour for the pt to arouse out of the unconscious. The pt was again sent home the same afternoon. Further investiagation revealed that the pt was on very large doses of depakene, neurontin, tegretol, and keppra. It was also found that the surgeon ordered two courses of antibiotics, biaxin first and then cephlexin, to fight a minor infection pt had in pt's neck. This done without consulting the neurologist to decrease the existing anticonvulsants pt was taking. Therefore, the antibiotics increased the potency of the anticonvulsants. Pt was admitted to ICU, medications were decreased, and device output current was increased.